Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device revealed that the outer blue sheath was kinked, approximately at 46 cm from the tip of the delivery system. No other issues were noted to the delivery system. The reported event of stent premature deployment could not be confirmed. The stent was not returned and it is impossible to replicate the failure reported occured during the procedure on the laboratory during analysis of the device. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure may be due to some factors encountered during the procedure such as how the device was handled or manipulated, the interaction with the scope, the anatomy of the patient, and the amount of force applied to the delivery system during the attempt deployment, which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary fully covered rmv stent has been implanted to treat with less than 4cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, after reaching the "point of no return" noted on the delivery system the stent prematurely deployed beyond the target stricture. The stent remains implanted and another wallflex biliary stent was implanted stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.